Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the emergency room and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached 483 mg/dl. For treatment, the patient was given blood thinners. The patient was discharged after 4 days on the 19th. The pod was worn longer than 48 hours on the back and then removed.